Event description:
It was reported that the camera head had parasites in the images (visual artifacts or interference). This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on camera unit, noise occurs, no image is displayed, the image is off center, the image has white dots, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of cable unit, noise occurs and no image is displayed. Regarding the new reportable findings their causes were traced to: due to deterioration of coupler unit, the image was off center, there was a cut on cable unit and therefore water tightness was lost and due to damage on camera unit, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.